Event description:
Allegedly the colored loops on the sling slipped off of the swivel bar during the transfer of the patient from the bed to the chair, resulting in the patient falling from the lift. The end user sustained a fractured clavicle and fractured hip. The facility indicated that the incident was not related to a malfunction of the lift or sling but rather lack of proper transfer of the patient.